Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing pocket stimulation presented in clinic for scheduled lead revision. The left ventricular led exhibited low impedance. The lead was explanted and replaced successfully. The patient was in stable condition post operation.